Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was discovered that when the excel console was turned off at the end of the craniotomy procedure, the blue tubing filled with saline was cut and leaking. The product had been used on the pt for three hrs before the event was discovered. The customer was still able to get irrigation even though the tubing was cut. The biomedical department of the facility and the integra sales rep thought that the user my have possibly closed down the upside down "v" on the tubing unintentionally and that was what had cut the tubing. It was not known if there was any pt injury. The pt was given antibiotics. Pt outcome was unk at this time. The type of tubing and the lot number of the tubing used were unk. The tubing was not available or eval.